Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the reported front button crack was traced to the user. It is likely the user applied an excessive force to press the switch or pressed the switch with a hard object. The root cause of the loose video connector and the unclear caution display is likely wear due to aging and use over time. The unclear caution display could also be due to care and storage conditions. The IFU contains the following statements regarding handling of the device that may prevent instances like the front button crack: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The front switch was damaged. In addition, a worn out video connector was causing a flickering image. The parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the front button on the evis exera iii video system center is cracked in half. The crack was discovered during preparation for use. No patient harm or impact to patient care was reported for this event.